Manufacturer narrative:
(B)(4). The customer returned one opened 3-l cvc kit for evaluation. The spring wire guide (swg) in the kit was returned within its advancer tubing and showed no clear signs of use. Visual examination of the swg revealed one kink in the guide wire body. During normal assembly these bends would have been located inside the advancer tubing, protecting it from damage. However the returned advancer tubing was kinked in the same locations as the swg. This indicates that the damage occurred to both the advancer tubing and swg simultaneously, and therefore after the assembly was put together. Therefore, it is most likely the damage occurred during storage and shipping. Microscopic examination confirmed the kink in the swg body. Both welds were present and were observed to be full and spherical. The kink in the swg body was located at 128 mm from the distal end. The total length of the swg measured to be 603 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the swg measured to be 0.792 mm which is within specifications of 0.788-0.826 mm per product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned swg was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The swg was able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the swg. A device history record review was performed on the swg and no relevant manufacturing issues were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The customer report of swg damage before use was confirmed by investigation of the returned sample. Visual analysis confirmed the swg has one kink in its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The likely root cause of this complaint is storage and shipping. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that prior to insertion the device "is covered (crushed) and does not allow the passage of the solution". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion the device "is covered (crushed) and does not allow the passage of the solution". No patient involvement.